Manufacturer narrative:
Initial reporter fax: (B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during the insertion, it was noticed that the stent strut was lifted. The device was removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(E1) initial reporter fax: (B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during the insertion, it was noticed that the stent strut was lifted. The device was removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was located in the right coronary artery and was 90% stenosed, mildly tortuous and severely calcified.